Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 37 mg/dl. The blood glucose went lows as 50 mg/dl and below. Customer took shot of glucagon for low blood glucose and the blood glucose stayed under 60 mg/dl. The customer declined helpline assistance. The insulin pump will not be returned for analysis.